Event description:
Patient was revised to address acetabular and femoral loosening. Update: - (B)(6) 2012 - litigation papers allege, patient suffered the following: increasing pain, discomfort, soreness, use of cane then walker to walk and move, elevated metal levels, loosening of the right hip implant. It is further alleged, during the revision surgery, copious amounts of clear yellow-looking fluid was found. It is also alleged pathological review of tissue removed during the revision revealed chronic reactive synovitis with histiocytic stromal reaction. Femoral head added to complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The customer reports the patient was revised to address pain and osteolysis. Doi (B)(6) 2007 - dor (B)(6) 2011 (right hip). The devices associated with this report were not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. A. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The report states: patient was revised to address acetabular and femoral loosening. Doi: (B)(6) 2009 - dor: (B)(6) 2011 (right hip). Update: - (B)(6) 2012 - litigation papers allege patient suffered the following: increasing pain, discomfort, soreness, use of cane then walker to walk and move, elevated metal levels, loosening of the right hip implant. It is further alleged, during the revision surgery, copious amounts of clear yellow-looking fluid was found. It is also alleged pathological review of tissue removed during the revision revealed chronic reactive synovitis with histiocytic stromal reaction. Femoral head added to complaint. Examination of the reported device was not possible as it was not returned. A search of the (B)(4) and international complaints databases finds (B)(4) other similar report against the product and lot code combination since its release to distribution. A review of the device history records and material certifications by depuy (B)(4) finds no related manufacturing deviations or anomalies that would have contributed to the event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.